Event description:
Thoracentesis performed, at conclusion of procedure, it was noted that about 10 cm of thoracentesis catheter had broken-off and remained in pt. Required interventional radiology procedure for removal.